Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited an increase in pacing impedance. On a chest x-ray, the lead appeared to have a bend, which may represent an area where lead abrasion might be occurring. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.